Manufacturer narrative:
A steris service technician inspected the washer and found a loose hose clamp in the recirculation piping. The technician replaced the hose clamp, ran a test cycle and confirmed the washer to be operational. The washer is under steris service contract and received routine preventive maintenance on (B)(6) 2014.

Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations were reported.